Manufacturer narrative:
The investigation for the ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient (unknown race) in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and six days following the implant, low pump flow was encountered. The device was explanted with an unsuccessful attempt to place and impella 5.5 however another impella cp was implanted. Three days following, the replacement impella cp device would have suction alarms, patient experience ventricular fibrillation and expires. The patient presented to the hospital with chest pain and vomiting and found to have st-segment elevation myocardial infarction and cardiogenic shock with ejection fraction 10-15%. The patient had a stent placed five days prior. The patient decompensated in the emergency department and was taken back to the catheterization lab for an impella cp device placement, which was successfully completed. The patient was transferred to the unit on support. Approximately six days after start of the impella mcs, continuous suction alarm was reported. There were low flows at high p levels, but no known hemolysis. The patient was transferred to another hospital for a higher level of care and advanced therapies evaluation. The decision was made to escalate to an impella 5.5 device. Patient brought to operating room, prepped/draped for left axillary impella 5.5 device implant. Left axillary cut down, graft sewn directly onto artery and tunnel inferior. Left ventricle was then accessed via wire/catheter technique under fluoroscopy/transesophageal echocardiogram (tee). The .018 guidewire was loaded and placed into lv and catheter removed. The impella 5.5 was then backloaded onto wire; however, there were failed attempts to cross the anastomosis. Impella 5.5 then removed and an impella cp was opened and placed. Placement confirmed with tee, measuring at 3.7 cm. Impella cp ramped to p-8 with flows 2.3 l/min. Chimney graft/repo sheath sutured to the left chest. Sterile dressing applied to left axillary site per their protocol. The patient was transferred to the bed for transport back to the unit, but upon leaving the room, the patient went into ventricular fibrillation. The patient was shocked two times and returned to normal sinus rhythm. Tee probe was re-inserted and placement confirmed and the patient was taken to the unit. Same day, later that night, on the unit, the automated impella controller displayed/sounded continuous suction alarm. Replacing pa catheter and plan to obtain an echo as soon as possible to confirm placement. The next day, axillary impella cp continued on p-8 and continuous suction alarms continue. Audible alarms turned off. Flows of 2.5. Urine output is clear/yellow. Follow up the next day noted impella mcs continued with patient's prognosis as guarded. Ecpella (extracorporeal membrane oxygenation and impella mcs) was considered but the patient was not a candidate for ECMO. The plan was to wean the patient and assess the patient's response. However, the patient would expire; care was withdrawn. Medical safety review of the event determined there is not enough evidence to exclude the replacement impella cp as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of three devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-26083 for the impella 5.5 and refer to initial medical device report for the initially implanted impella cp serial number (B)(6) with date of event on 23-jan-2025 and patient identifier ending in (B)(6).